Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not turned on. A field service engineer (fse) arrived at the station and removed the back panel. Disconnected all device drawers from the bus cable and connected them one at a time to identify the faulty drawer. Further isolated the issue by disconnecting each retractor band individually. Removed and replaced the drawer controller board. Reassembled the drawer, reconnected the bus cable, and powered up the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.